Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the implanted right t12 lead migrated while the physician was explanting the left t12 lead during a procedure. Both leads were subsequently explanted and replaced. Postoperatively, the patient has effective therapy. Manufacturer reference report number #: 1627487-2021-12917.